Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited oversensing of high frequency noise, and the noise was reproducible with isometric movements. All the other electrical measurements on the lead were normal. The patient was in stable condition. No intervention was performed and patient will be monitored during routine follow-up.